Event description:
Home monitoring reported noise and bipolar lead failure. During in-office follow-up, noise was reproducible in unipolar configuration. Bipolar configuration did not yield as much, if any, noise. Lead currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.